Manufacturer narrative:
Result of investigation: vyaire medical determined the root cause due to user fault, lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.

Manufacturer narrative:
Technical support has received the log files sent by the customer and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported bellavista 1000 blower failure and inspiration valve or device leaky active alarms during pre-testing calibration. Furthermore, there was no patient involvement associated with the event.